Manufacturer narrative:
Device codes: 1562 labeled. Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported foot detachment and no blood flow from the marker lumen issue were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, returned device analysis revealed that the posterior foot was separated and not returned. Additional reported information indicates that the physician was aware of the foot was broken when the device was removed from the patient anatomy and flushed it again. The foot did not remain in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2423 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via a 7fr sheath, after an interventional procedure for peripheral arterial occlusive disease. Reportedly, there was no obvious blood flow from the marker lumen of the proglide device. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.